Event description:
A patient reports on 10/10/06 they received an intense shocking pain through their body when walking neared the registers. At time, the stimulator "spiked up to it's maximum" and started sending intense shocking pain through their entire body and caused the patient to fall to the floor. Another store patron helped the patient turn the device off. The patient also reports the intensity increases when near the refrigerator. No additional information on patient symptoms or outcome were available at the time of this report.